Event description:
It was reported that the controller had one of the pins of the data port bent. The controller was exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
### A supplemental report is being submitted for device evaluation. Product event summary: the controller ((B)(6)) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Visual inspection of the controller revealed contamination within the power port one connector. This is an additional observation not related to the reported event, likely due to the handing of the device. Additionally, failure analysis of the returned controller revealed bent pins within the serial port. The bent pins did not allow a data cable or alarm adapter to properly connect to the controller. As a result, the reported bent pins event was confirmed. During supplemental testing, the serial port pins were realigned, after which the controller performed as indented. Review of the controller log files did not reveal any anomalies involving the controller within the analyzed period. One vad disconnect alarm was logged on (B)(6) 2022 at 14:06:39, indicating a physical disconnection of the driveline from the controller, followed by one controller power-up event logged at 14:07:45. Considering that the last data point was logged on (B)(6) 2022 at 13:56:04, the vad disconnect alarm and controller power-up event were likely recorded during the reported controller exchange. Based on an investigation conducted under CAPA (B)(4), the root cause of bent socket pins within serial port connectors is attributed to misalignment during connection attempts between the metal receptacles on the controller and the plastic connector plugs in the data cables. The misalignment results in wear on the connector plugs that can lead to contact between the connector plug and socket pins from the controller. The socket pins may not withstand applied forces from subsequent misaligned connections, causing the pins to bend. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. ### medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.